Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) stating their rep said to call for a new handheld device because the 'wires that charge it or something, the stimulator is shutting off' and takes a long time to 'get it back on'. Pt stated the back pops open too. Agent tried to ask clarifying questions - pt stated the controller says stimulation is off and they 'haven't touched it' and they need it replaced. Pt stated it 'doesn't do it all the time'. Pt stated they can feel the pain coming back on. Pt stated it is 'aggravating to recharge it as well'. Agent had a hard time understanding the pt. Pt stated the implant shuts off on its own and the battery will fall out. Agent had pt reset the controller - pt reported no damage to the controller and said they do not think it was dropped or damaged. Agent redirected to healthcare provider (hcp) to further address the issue. Pt was upset and disconnected the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745nt (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.